Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed (or not confirmed) via product analysis. Based on the results of this investigation, no escalation is necessary. Pump device information: model number: 72404310. Serial number: (B)(4). Catalog number: 72404310. UDI number: (B)(4). Expiration date: 03/10/2021. Manufacture date: 03/10/2016.

Event description:
It was reported that the patient's inflatable penile prosthesis pump was dimpled. The patient was unable to inflate the device. Later that month, the cylinders and pump were replaced with a new pump and 15 cm x 12 mm cylinders. The physician tested the system and noted that the cylinder had fluid loss due to a tubing crack. The patient was doing well. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Pump device information: model number: 72404310, serial number: (B)(4), catalog number: 72404310 UDI number: (B)(4), expiration date: 03/10/2021, manufacture date: 03/10/2016.

Event description:
It was reported that the patient's inflatable penile prosthesis pump was dimpled. The patient was unable to inflate the device. Later that month, the cylinders and pump were replaced with a new pump and 15 cm x 12 mm cylinders. The physician tested the system and noted that the cylinder had fluid loss due to a tubing crack. The patient was doing well. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.